Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected initial reporter name.

Event description:
The patient's daughter reported that the patient was feeling "beating" and "pulsing" when laying on her left side. The device remains in use. No patient complications have been reported as a result of this event. Further information received from the physician's office indicated that the doctor did not think the device malfunctioned or, for that matter, fired for any recent arrhythmia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's daughter reported that the patient was feeling "beating" and "pulsing" when laying on her left side. The device remains in use. No patient complications have been reported as a result of this event.